Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The camera was replaced. The system operates as intended.

Event description:
The customer reported that the camera on the 8800 system needed to be replaced. No patient injury was reported.